Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue broke during use. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
The returned reciproc blue file r25 8/100 25mm 025 has broken in two places. Only the handle part and one of the fragments of the active part have been returned. The broken tip is not available and could be still inside the root canal. First breakage occurred at the tip of the active part (fatigue), second breakage occurred at the base of the active part (fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1469597, #1469601, #1469629 and #1469249). Root causes are not identified. We will track this kind of event and monitor the trend. For information, we draw vdw's attention to the fact that the involved file has broken twice. This means that the customer has used, or went on using a file which had already broken a first time. Reciproc blue files are manufactured by maillefer for vdw, it's up to vdw to make sure that the product has been used in compliance with dfu. We will track this kind of event and monitor the trend. We also remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).